Manufacturer narrative:
Event was reported to have occurred on an unknown date by the end of (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (1g, intraperitoneal, 5 days, duration not reported). On an unknown date in the following month of the event onset, antibiotic treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.